Manufacturer narrative:
Manufacturing review: the lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review showed that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. Investigation summary: based on the investigation of the returned catheter sample a break of the outer catheter could be confirmed. The stability sheath was found with a split on a length of approximately 5mm. A failure to unlock and a failure to deploy could not be confirmed; during evaluation the stent could be successfully deployed by using the grip. Therefore, the investigation will be closed as confirmed for damage/ material deformation. An indication for a manufacturing related issue could not be found. Based on the information available and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant IFU for this product the potential issue was found addressed. The IFU states: 'examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used.', 'unlock the safety lock slider by pulling it back towards the wheels from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back', and 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit'.

Event description:
It was reported that during a stent placement procedure on the mid-sfa through femoral access, a damaged component prevented the safety lock to move, therefore preventing the deployment wheel to rotate, and the stent allegedly failed to deploy. It was further reported that another device was used to complete the procedure. There was no reported patient injury.